Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons very hard to press and hold down. The customer¿s blood glucose level was unknown. The customer reported scratches on screen, random and unexplained no delivery alarms, one or two rewind errors and screeching noise from motor once. The insulin pump will not be returned for analysis.